Event description:
Customer reported a button error alarm. The customer's blood glucose was 310 mg/dl. She treated herself with a manual injection. The customer stated her insulin pump may have been exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronic, motor, vibrator motor or battery tube assembly. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.